Event description:
It was reported that; the procedure was plif. Attempt to tighten the l5 left screw by torque wrench during final fasting. It couldn't connect the anti-torque-key on screw head due to pressed by outer muscle. Attempted to start a final fasten again for l4 left screw after connected the anti-torque-key with l4 left screw head. But there was cut out the l5 left screw under about 12n. Removed the blocker and the rod both. Inserted the l5 left screw to progress in a new direction, however there was found a movement of screw again. Then created another new screw hole and implanted other screw with no compression but it remained a slight motion on screw. Complete the procedure. No medical intervention and no adverse consequence reported at this time.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the most likely cause of the customer reported event is not using the anti-torque key during final tightening.

Event description:
It was reported that; the procedure was plif. Attempt to tighten the l5 left screw by torque wrench during final fasting. It couldn't connect the anti-torque-key on screw head due to pressed by outer muscle. Attempted to start a final fasten again for l4 left screw after connected the anti-torque-key with l4 left screw head. But there was cut out the l5 left screw under about 12n. Removed the blocker and the rod both. Inserted the l5 left screw to progress in a new direction, however there was found a movement of screw again. Then created another new screw hole and implanted other screw with no compression but it remained a slight motion on screw. Complete the procedure. No medical intervention and no adverse consequence reported at this time. Update: (24-nov-2016) per additional correspondence; the reported issue occurred with the l5 screw only. The l5 was cut out during fasting the l4 by 12n. An additional screw hole was created at another level other than l5.

Manufacturer narrative:
Additional request for information (11/24/2016) clarified the following; "the l5 was cut out during fasting the l4 by 12n. An additional screw hole was created at another level other than l5." Investigation is currently in progress to understand the root cause of the reported event. A follow up report will be submitted upon investigation conclusion and/or additional information made available.

Event description:
It was reported that; the procedure was plif. Attempt to tighten the l5 left screw by torque wrench during final fasting. It couldn't connect the anti-torque-key on screw head due to pressed by outer muscle. Attempted to start a final fasten again for l4 left screw after connected the anti-torque-key with l4 left screw head. But there was cut out the l5 left screw under about 12n. Removed the blocker and the rod both. Inserted the l5 left screw to progress in a new direction, however there was found a movement of screw again. Then created another new screw hole and implanted other screw with no compression but it remained a slight motion on screw. Complete the procedure. No medical intervention and no adverse consequence reported at this time. Update: (24-nov-2016) per additional correspondence; the reported issue occurred with the l5 screw only. The l5 was cut out during fasting the l4 by 12n. An additional screw hole was created at another level other than l5.